Event description:
During a follow-up in-clinic, low pacing impedance, loss of capture (loc), and noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead insulation damage is alleged but was unable to be confirmed. The rv lead was explanted and replaced to resolve event. The patient was stable.